Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00391, 3013450937-2022-00392, 3013450937-2022-00393, 3013450937-2022-00394, 3013450937-2022-00395, 3013450937-2022-00397, 3013450937-2022-00398 and 3013450937-2022-00399.

Event description:
It was reported that a patient had an alleged infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision: eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that a patient had an alleged infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision: eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.